Manufacturer narrative:
The reported events of ¿physician could not get stylet down lead and on x-ray could see clear kink of lead near distal end of coil/ ring electrode¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region and offset distal region of the lead. Unable to perform stylet insertion test due to the condition of the lead, as received. The cause of the reported event was isolated to the over torqued of inner coil at the connector region and distal region consistent with procedural damage.

Event description:
During implant procedure, the stylet of the right ventricular (rv) lead was not able to be completely advanced into the rv lead. X-ray imaging was performed; a kink in the rv and rv lead fracture was confirmed. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.